Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue. (B)(4).

Event description:
Costumer reported complaint for lo result. The customer is concerned with tests results from results obtained of lo result. The customer stated that doesn't have a normal blood sugar range, customer's doctor recommend the results should not exceed 140 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of lo mg/dl and e-2 error message. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 10/28/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo. Customer called in for training of blood glucose test. Customer received an lo followed by e-2, 3 times. Customer advised that it is important that contact the doctor to know what is the expected range should be and what customer should do if results fall outside that range. Customer verbalized understanding. Customer just received the meter and has only been able to obtain the lo reading but states that feels fine and just ate a pumpkin pie. Customer tried 6 times and obtained an e-2 error message.